Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl, and the customer changed the infusion set and insertion site. He noted a bent cannula and observed that the insulin pump alerted low battery. He stated that he had been using a lot of batteries. The blood glucose reading at the time of call was 118 mg/dl. The batteries did not last more than 1 week. Advised the customer to monitor the device and that a replacement battery cap would be sent to rule out any issues with the cap. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.